Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on the right ventricular lead. The patient had received a high voltage shock due to sinus tachycardia. The patient was asymptomatic. Lead replacement was recommended. No procedure will be completed as the patient does not want to go through surgery for the time being. No further information is available.